Event description:
It was reported that a patient underwent a sling in the hammock position in 2008. During the procedure, when inserting the device on the left side, the mesh tore close to the sandwich portion, around the seam where it became mesh. Both sides of the device were removed. A second sling was placed in the hammock position to successfully complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Conclusion: the product upon which this medwatch based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted, and the device met all finished goods release criteria.